Event description:
Caller reported a minimum fill notification while reloading a cartridge with less than 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts educated the caller on maintaining a minimum of 80 units when reloading and advised removing the pump from its case and cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth. The caller understood the instructions and acknowledged them. Cts attempted follow-up to ensure the issue was resolved and to close the case.